Manufacturer narrative:
Based on information which synthes has not been able to investigate or verify prior to the required reporting date. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original implant date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Original awareness date is (B)(4) 2012. Awareness date that this is a reportable malfunction is (B)(4) 2013, which is the date that the clinician reviewed the file. Placeholder.

Event description:
It was reported that a patient was implanted with the synapse system on an unknown date. Patient returned to o.r. On (B)(6) 2012 for revision surgery of a posterior fusion to extend the construct inferiorly due to kyphosis. During the procedure, the top loading transconnector became stuck to the transconnector locking nut (04.614.521) and transconnector locking screw (04.614.522) on one unilateral side. The transconnector was fused/cold-welded to the nut and locking screw. Surgeon was able to get the nut off of the transconnector but the locking screw was still stuck. Surgeon had to disassemble the transconnector in order to disconnect the locking screw. This same event occurred with the second top loading transconnector on a single unilateral side. The event was once again addressed successfully. Surgeon revised patient with brand new transconnectors, nuts and screws. Surgeon completed the procedure with no further problems and with no harm to the patient. Update: (B)(4) 2012: consultant reported: original levels of the construct was at c3-c7. Patient developed kyphosis below the existing construct at c7-t1. This had nothing to do with the instrumentation of the original surgery. Surgeon re-instrumented patient at c3-t3. The product has not been returned for investigation and no further information was provided. This is report 3 of 6 for complaint (B)(4).